Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced itching, swelling, redness, and the appearance of dots in the lower eyelids one day after use of the product. The patient was prescribed the product by a dermatologist in order to treat erythema in the lower eyelids following a cosmetic laser procedure 13 days prior. As a result of the adverse reaction, the patient went to the emergency room for treatment. The following day, the patient returned to her dermatologist and was prescribed additional medication to apply topically to the affected areas. The patient's swelling has resolved, but the remaining symptoms are said to remain.

Manufacturer narrative:
The product was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be conclusively determined. However, it is possible that user error may have caused or contributed to the event. The patient reportedly used the product in the lower eyelids, despite the fact that the package insert states use of the product near the eyes or mucus membrane should be avoided. Although rare, it was noted that inflammation, irritation, pain, redness, swelling, rash, itching, hives, blister, and pustules are all possible unwanted effects of an allergic reaction. The manufacturer recommends discontinuing use of skimatix ultra near the eye area.